Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. It should be noted that the reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU)), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported tissue damage appears to be related to procedural circumstances due to multiple grasping attempts. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was obtained: on (B)(6) 2018, the patient had mitral valve replacement surgery performed. The event required prolong hospitalization.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip device is filed under a separate medwatch report number.

Event description:
This report is filed as tissue damage was noted during device use. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. The first clip delivery system (cds0602-xtr 80417u194) was prepped per IFU. The mitraclip grasped the leaflets for the second time, without reported issues, when the lock lever cap was noted to be broken. The cds was removed without issues. A second cds (cds0602-xtr 80417u195) easily grasped the leaflets two times. During grasping and re-positioning for another grasp, the clip had been inverted 3 times. Following the last grasp, the posterior medial leaflet (pml) was 2-3 cm over the annulus. Tissue from the pml was noted on the gripper. The clip was not implanted and the devices were removed without reported issues. The mr remained grade 4. Reportedly, no strong movements were made at any point and the grasping was easy. The patient went to surgery and is in stable condition. No additional information was provided regarding this issue.